Event description:
It was reported that the burr became detached. A rotablator rotalink plus 1.25mm was being used for treatment. Prior to the procedure the physician noted that the burr had ruptured and became detached. The physician replaced the device with another of the same, and the device was completed successfully. No patient complications resulted due to this event.

Event description:
It was reported that the burr became detached. A rotablator rotalink plus 1.25mm was being used for treatment. Prior to the procedure the physician noted that the burr had ruptured and became detached. The physician replaced the device with another of the same, and the device was completed successfully. No patient complications resulted due to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotablator rotalink plus atherectomy device. The device was received with the burr separated. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the coil had been kinked, stretched, and broken at 6cm from the burr housing strain relief and was within the sheath. Product analysis confirmed the reported event, as the coil was kinked, stretched, and broken within the sheath.